Manufacturer narrative:
Updated to include device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Section other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 635 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported the patient had undergone a pump replacement on (B)(6) 2019 and everything during the pump replacement was unremarkable. The catheter and pump were connected and intact. The catheter was also aspirated following its connection to the pump and all was operating correctly. A priming dose and daily dose was confirmed by the operating neurosurgeon. However, the company representative was later notified by the managing physician that she suspected the patient was in baclofen withdrawal. The patient was being admitted to children¿s hospital and the patient was to be evaluated. A side port access procedure was planned to be performed and depending on its results they would then possibly perform a dye study. A catheter access aspiration procedure was performed. They accessed the catheter via the access port using a model 8540 kit. The physician¿s both confirmed that they could not aspirate the catheter. Therefore, they consulted with another physician via phone and the decision was made to not do the dye study. An x-ray was used during the procedure and they felt the catheter was not connected to the pump. The recommendation was made to schedule the patient for surgery on monday ((B)(6) 2019) to explore the issue and remedy it surgically. The patient was to remain in the hospital and was to be given baclofen via and alternate route until the catheter issue was resolved on monday. The company representative was to be present at the catheter revision. The patient was without injury regarding their status at the time of the event. Other medications (oral, etc.) That patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but would not be made available. Additional information was later received via a company representative. The patient had their catheter replaced on (B)(6) 2019. The patient was described as doing wonderful with the therapy following the procedure. It was felt that due to scoliotic changes in the patient¿s spine, the previous catheter may have been intermittently been getting kinked or was not completely connected to the pump. The previous catheter was observed to be connected during the procedure, but the surgeon elected to replace the catheter completely. Postoperatively, the patient was responding well to the intrathecal baclofen therapy at their previously programmed dose. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The evaluation code method has been updated for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the explanted catheter was replaced and the device was disposed of. It was indicated the information provided was confirmed by the healthcare provider/account.